Event description:
The customer alleged that an employee received a burn from a pouch that contained a biological indicator (bi) from the sterrad. The cycle completed. It was observed that the bi was broken after processing. The employee reported to her manager that the bi had been checked before processing and it was fine. The load was reprocessed. The vaporizer plate was in place. The customer reported that the employee was seen in the ER and the fingers were run with water for 20 minutes and was given bacitracin for the affected area. The symptoms resolved in 20 minutes. They are not wearing gloves when using the sterrad since the incident. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found that the customer's bi had been broken. The liquid from the bi had soaked up some of the peroxide, and got on the peel pouch. Machine checks out with no problems. Ran empty chamber unit meets all mfg specifications.